Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history lot . Part: 04.005.540s. Lot: l888661. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: may 11, 2018. Expiry date: may 01, 2028. Device was first manufactured unsterile under the lot l867986 in mezzovico and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 04.005.540 with lot l867986 were reviewed: a manufacturing record evaluation was performed for the unsterile device with lot number l867986, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a broken tfn-advanced proximal femoral nail was removed from a patient with non-union of proximal femur fracture. Nail was implanted on (B)(6) 2018. The patient was discharged from fracture clinic even though there was evidence of non-union of the fracture, months after the primary operation. The patient reported to surgeon approximately in (B)(6) 2019 with pain, with x-rays showing a broken nail and two (2) broken distal screws. The broken nail and screws were removed, and the fracture was revised with a different system. Concomitant products reported: unknown tfna helical blade (part#/ lot#/ quantity: unknown). Unknown cable/wire (part#/ lot#/ quantity: unknown). This complaint involves three (3) devices. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 50mm f/im nail-ster. This is report 1 of 3 for (B)(4).